Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact detach steel 6 mm infusion set; insulin delivery was indicated as occurring, a fingerstick measured 592 mg/dl, and the user was advised to perform a full supply change despite having changed supplies shortly prior. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no hospitalization, and continued monitoring with a planned call-back to confirm a downward trend. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia could not be determined. It was concluded that the event was unconfirmed for a device malfunction with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.